Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states they are feeling horrible and think their therapy got turned off. Patient states this happened earlier in the week and they were able to turn it back on, but was not sure how or why therapy was off. During call, patient programmer showed the implantable neurostimulator (ins) was on. Since patient mentioned feeling horrible, agent asked if anything had happened lately. Patient reported having a uti and has a meeting with their managing physician tomorrow.